Event description:
It was reported that t: slim x2 pump battery would not charge, and charging connection was not recognized despite use of working outlets, a tandem charging cable, and a computer usb port. There was no reported impact to the customer¿s blood glucose level. Customer ultimately resolved issue by switching to a different, non-tandem charging cable and wall adapter, and no damage to original charging supplies was reported.